Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical dept for a report of "errors e321." There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm with an e321 (battery charger timeout) error code; however, an e321 alarm code was noted in the device history. The probable cause was due to the battery. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.